Event description:
It was reported that the user recently adopted a very low-carbohydrate diet and experienced fluctuating glucose with a reported hypoglycemic event around 51 mg/dl; the user noted the ilet delivered correction doses when glucose rose but perceived slower correction since the diet change, and he inquired about resetting the device to factory settings. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included approximately 30 minutes outside the target range, treatment with fast-acting carbohydrates, and no need for medical intervention. Investigation included review of user-provided dexcom app data and product-use troubleshooting and education. Investigation of this case revealed no device malfunction reported, with device corrections functioning and timing perceived as slower in the context of dietary changes that altered postprandial glucose patterns and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.